Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that oversensing was noted on the right atrial lead and the lead was inactivated.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds were observed on the right atrial lead. Low p waves were also observed. The lead remains in use. No patient complications have been reported as a result of this event.